Event description:
International affiliate reports a patient developed an intestinal fistula between the intestines and the proceed mesh. The surgeon re-opened the wound and as he detected a small bowel fluid he started explanting the mesh. The mesh reportedly swam in the fluid and there was no tissue ingrowth. There was one bowel loop centrally attached to the mesh which developed what was reported as a fistula. The other parts of the mesh were adhesion froo. The device was explanted, the "fistula" sutured and the wound left open for secondary healing.